Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
A patient reported that they only received the new upper aligners, even though the point was to get new lower ones to rectify the changes they have observed and correct the misaligned bite. The patient stated that their new upper aligner cuts into their gum line.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.